Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated gi monitor results, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on two alternate methodologies produced negative results. The results were reported out of the lab. The patient was sent for a pet and CT scan. All scan results were normal with no indication of tumors.

Manufacturer narrative:
The customer collected the gi monitor samples in yellow top bd serum tubes. The specimens were centrifuged at 3,500 rpm for 4 minutes. Gi monitor qc was within the customer's established ranges prior to and after the event. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.